Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer indicated a tampon fell apart upon removal and tampon pieces remained inside her. She was able to remove the remaining pieces on her own.